Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology size are unk. It was reported that the physician inserted another manufacturers stent graft into the patient, ruptured the right iliac artery. The device was removed and the physician attempted with the same device on the left side also dissecting the left iliac artery. At this time the patient received 5 units of blood. The other manufacturers stent graft was removed from the patient. The physician elected to implant an aneurx stent graft and its components with successful results. The patient was sent to recovery however shortly after the procedure the patient was examined, and the patients legs were cold. The physician brought the patient back to the surgery suite attempting to regain flow in the iliac vessels and angioplasty, but the there was still no blood flow. The physician started to perform a femoral to femoral by pass and partially through the procedure the patietnt expired.

Manufacturer narrative:
H6 - inherent risk of procedure (death). Related to another drug/device (another manufacturers stent graft caused the dissection).